Manufacturer narrative:
The hill-rom field investigation indicated the bed functions may have been locked out. No problems were found with the bed.

Event description:
Info received indicated the head section would not raise.